Manufacturer narrative:
Complaint confirmed. Visual evaluation confirmed the condition of the distal tip fibers are broken. The root cause is undetermined, however most likely cause is mechanical shock on the distal end by mishandling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a laparoscopic cholecystectomy (gallbladder removal), the distal end of the laparoscope outer casing broke off into the patient. The broken part was retrieved from the patient; x-rays were done to confirm all parts removed. The case was completed.